Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood los policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. Air was removed using four 10cc syringes without returning blood, resulting in an estimated blood loss of 40cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error. Review of the treatment log files indicate the operator attempted to connect the cartridge while still in recirculation mode suggesting that the cycler alarmed appropriately. The user's guide provides adequate instructions for completing prime and alarms testing and initiating treatment. The user's guide also states to use a 20 cc syringe for air removal and to return blood through the post filter cap port. Air was removed successfully and treatment continued. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide add'l training regarding the us of 20cc syringes for ir removal. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.